Manufacturer narrative:
Patient and doctor did not follow instructions for use.

Event description:
Patient told doctor her tongue was cut up from the appliance (lower aligner) and she was spitting out blood. Doctor observed sores in her mouth. Doctor advised patient to wait a few days to let the tongue heal and gave patient aloe vera mouth rinses. Neither patient nor doctor followed instructions for use to smooth the roughness with the emery board provided. Instead doctor used a lab hand piece to attempt to smooth the edges and damaged the device. Patient still felt discomfort and decided to discontinue treatment.